Event description:
It was reported that when using the bd pyxis¿ es server, inventory count was performed only once, even when the entered quantity did not match the actual quantity. This led to cubies running out of medications due to quantity input errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, a technical support specialist (tss) followed up with the customer regarding the request for adding a ¿second verification¿ prompt for non-controlled medication counts. Informed the customer that this functionality was not currently available as a configurable feature and recommended submitting an enhancement request through the bd idea center for product team review. As there were no further actions required from the support side, proceeded with case closure. The system functioned as intended when the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, inventory count was performed only once, even when the entered quantity did not match the actual quantity. This led to cubies running out of medications due to quantity input errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.